Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported knotted lock line is the result of procedural conditions (lock line knot formed when attempting to remove). The reported difficulty removing the lock line is a cascading event of the knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. After establishing final arm angle, the lock line (ll) was attempted to be removed. However, while removing, a knot was observed on the ll. The ll was no longer able to be removed, but the physician decided to continue with the deployment of the clip. The clip was successfully deployed, reducing mr to a grade of 1. The clip delivery system (cds) was then carefully removed. It was noted the ll was able to be slowly removed with the cds. There were no adverse patient effects and no clinically significant delay in the procedure.